Event description:
Information received indicated the head section drifts down.

Manufacturer narrative:
The account found black "stuff" in the valve hole. They replaced the head down valve and think the head hose may be deteriorating as well. Hill-rom tech support gave them a part number to replace the hose. A follow up report will be sent once the customer discloses their investigation.